Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. The lead was explanted but the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.